Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested, but is confirmed to be unavailable. (B)(4).

Event description:
A nurse reported that multiple knives were blunt during separate cataract surgeries. Alternate knives were obtained in order to complete the procedures. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
No knife sample has been returned to manufacturing for evaluation for the report of blunt knives therefore, the condition of the product could not be verified. Two photos are attached to the parent complaint and have been reviewed by the manufacturing site. The first photo is of two boxes containing bulk bags of safety knives. The second photo is a close up of one of the bulk bags containing safety knives. The knives are packaged in a protector tray. No other information can be obtained from the photos. As a sample was not returned and the device history record review of the provided lot number indicates that the product was processed and released according to acceptance criteria, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).